Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the message to ask to change the dvi resolution to 1280x1024 resulted from changing the monitor resolution. A definitive root cause on why the setting had been changed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his evis exera iii video system center was intermittently losing the image due to the monitor signal being out a range. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Per the customer the monitor was displaying a message requesting that he change the resolution because the current signal was out of range. Tac walked the customer through the steps of changing the dvi's resolution to the correct setting, and the customer confirmed that the message on the monitor went away following that change. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.